Manufacturer narrative:
Clarification to h.6 type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of lymphadenopathy is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported patient was injected with juvéderm® volux¿ xc and mentioned that the left side of the patient had never healed from this and has continued to worsen. Patient has symptoms of tender, swelling that is starting to go into the lymph nodes. Status is still ongoing.